Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a stent implantation procedure using a 7f sheath. Reportedly, in step 1, the lever got stuck halfway through and the foot could not be opened, it remained closed. The lever was not able to return to its original position but the foot remained closed; therefore, the device was removed without any intervention. Manual compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.